Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that after swimming with the pump, the keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact with no peeling or other damage noted. The keypad function was unable to be tested due to an unrelated display issue. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the pump display screen booted with a jumbled multi-color display and the pump audible tones were emitted but vibration was absent. The pump was opened and moisture damage was found throughout the inside of the pump. The pump casing was examined and a crack and leak were found from the pump casing around the display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).